Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2013 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed and was infected. The attorney alleges the patient suffered and will continue to suffer physical pain, additional surgical procedure, infection and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with enlarging symptomatic right inguinal hernia and underwent laparoscopy repair with the implant of 3dmax mesh. Per the operative report details, ¿there was a large hernia sac which was dissected. A large 3dmax mesh right sided mesh was positioned in the right inguinal region to cover both the direct and indirect inguinal hernia areas¿. (B)(6) 2013 - patient had pain at the surgical site and purulent drainage from a pimple at the navel. (B)(6) 2013 - patient was diagnosed with infection and underwent removal of 3dmax mesh. Per operative details ¿there was some necrotic tissue and was excised. At this time, it was noted that the mesh placed in the right groin area priorly was obviously involved in the infectious process. So, this mesh was removed". Attorney alleges that the patient had abscess, adhesions, bowel removal, infection, pain and underwent application of wound vac for leakage of purulent material.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleged the patient experienced infection, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant patient had abscess and underwent infected mesh explant. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4 (UDI no.), e3, g1, g3, g6, h2, h3, h6, h10, h11. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleged the patient experienced infection, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for repair of a right inguinal hernia, a 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2013 - the patient underwent an additional surgery to remove the defective 3dmax, which allegedly failed and was infected. The attorney alleges the patient suffered and will continue to suffer physical pain, additional surgical procedure, infection and was injured severely and permanently.